Event description:
Customer reports that during an undetermined patient procedure both table monitors failed. It is unknown how the procedure was completed, and no additional patient details are known. No patient injury.

Manufacturer narrative:
Field service engineer (fse) was sent on site after tech service was not able to resolve issue that operator described. Fse troubleshot and resolved the problem by replacing the monitor power supply. Fse tested the system per service checklist qssrwi4.1 and the system passed checkout procedures and was returned to the customer for service.